Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to perform displacement test, rewind, basic occlusion test, prime and system sensor, excessive no delivery test, and occlusion test due to keypad unresponsive. No ramping numbers noted on the display. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and missing end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and sometimes the display numbers ramp up when blood glucose is entered. Customer does not recall any significant events leading to the error. Customer's blood glucose was 550 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.